Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD) undersensing on the right atrial (ra) lead channel was noted. Technical services (ts) was consulted and programming options were discussed. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the undersensing was associated with the previously implanted non boston scientific ra lead. The physician opted to program off the atrial sensing. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the undersensing was caused by a non boston scientific lead. This device did not exhibit a product performance anomaly and thus, this event no longer meets complaint criteria.

Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD), undersensing on the right atrial (ra) lead channel was noted. Technical services (ts) was consulted and programming options were discussed. No adverse patient effects were reported. This device remains in service.